Event description:
It was reported an asymptomatic patient presented during follow up. Device was post paced t wave oversensing on ventricular channel. No reprogramming changes have been made at this time and patient remains asymptomatic.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
Correction: device was explanted electively.